Event description:
During a polypectomy in the colon, the clip deployed and clipped on perfectly. However, something in the handle must have been broken because the hook should have gone back into the sheath when in a closed position but it would not go back in. This endoscope had a disposable distal tip. The way the procedure ended, to get the hook out of the endoscope, the hook was positioned inside of the disposable distal tip in order to remove it safely from the pt. No unintended section of the device remained inside the pt's body. The pt did not require any additional procedures doe to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.